Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02272 / 02273). Requested but not returned by hospital.

Event description:
During a procedure, the trial cone body and hex driver fractured as the trial implant was being tightened. It is unknown if any pieces fell in to the patient; however, no patient injury was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.